Event description:
A 1200 ml enteral pump delivery set was primed and set to infuse. The bag was noted to be leaking with no obvious crack or tear in the bag or tubing. The bag was changed four times. The pump was removed from service and sent for evaluation.